Event description:
The facility representative reported a flogard infusion pump with a failure code 38. It is unknown when this condition occurred. No patient involvement, injury or medical intervention was reported when this event was received. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "f-38" was confirmed during device evaluation. The cause of the problem was damaged force sensing resistors. Service replaced the force sensing resistors to fix the problem. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up MDR will be submitted.